Event description:
The reporter contacted animas on (B)(6) 2013 alleging low bg of 37 mg/dl and was very dizzy. The patient was treated with juice and a snack and the bg elevated to 52 mg/dl. The patient was reportedly taken to the hospital¿s emergency room at approximately 4:00 am when this occurred. On arrival at the hospital, the patient¿s bg was reportedly 136 mg/dl. There was no information provided regarding hospital treatment other than blood and urine tests. The patient was discharged from the ER with a bg of 117 mg/dl with the diagnosis of diabetic hypoglycemia. The patient remained on insulin pump therapy at the time of hospital discharge. The reporter stated that the healthcare provider (hcp) believed there was an issue with the function of the insulin pump. At the time of the call to animas, the patient¿s bg was reportedly 115/mg/dl. Customer support did not find any pump malfunction with troubleshooting. The pump settings were verified to be correct by the reporter. Customer support noted in the pump history, the patient¿s bg was 90 mg/dl at 2:30 am when the pump emitted an empty cartridge alarm. The pump did not deliver insulin for a period of 6 hours, between 2:30 am and 9:30 am when the cartridge was replaced. The patient¿s bg was still measuring 90 mg/dl at 9:00 am after not receiving insulin for 6 hours. This complaint is being reported because the patient experienced elevated bg while on insulin pump therapy. After troubleshooting, there is no indication that the pump malfunctioned; however, the hcp requested the pump be replaced for malfunction.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: a review of the pump history showed that the last basal delivery was on (B)(6) 2013. The information from the reported event date of (B)(6) 2013 has been overwritten due to continued pump use. A review of the black box showed a seven hour suspend on (B)(6) 2013. The total daily dose history added up correctly and correctly reflected the user¿s programmed rates. The pump powered on appropriately to the verify screen, and was able to be primed correctly. During 24 hour duration testing, a call service 088 alarm occurred. The 29 hour flow accuracy testing could not be completed due to the call service alarm. The pump cover was removed, and inspection of the pump circuit revealed an open connection between the pump¿s master processor and a chip component on the printed circuit board. Additional testing for the alleged complaint could not be completed due to the call service alarm issue.